Manufacturer narrative:
The returned pump was evaluated and during examination of the outlet stator a red/white, soft deposition was revealed. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the pump was supporting the patient. Although a specific cause for the deposition and a timeframe for which it was present in the pump could not be determined, it would have potentially contributed to the report of elevated lactate dehydrogenase level. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the pump functioned as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 7 months. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s lactate dehydrogenase (ldh) was 1100 u/l, and that the international normalized ratio (inr) was therapeutic at 2.0. The patient did not have signs or symptoms of heart failure; however, it was reported that the patient had stopped taking aspirin. A ramp echocardiogram was performed on an unspecified date and revealed the patient¿s left ventricle was able to be decompressed. The echocardiogram also revealed that the inflow cannula was ¿pointing slightly lateral." No outflow graft kinks or obstructions were observed. The patient¿s pump parameters had not changed from baseline. The patient was treated with heparin, and underwent a device exchange for suspected thrombus on (B)(6) 2016.